Event description:
Patient reported right side capsular contracture, baker grade unknown. Physician reported rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/oct/2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, dark ring, missing shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks and one opening striated. A dimension measurement in the shell was performed which identify the thickness within specification.based on the device analysis the final assessment is: -a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening. - one opening striated in the side radius assessed as surgical damage. - missing shell assessed as inconclusive.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Physician reported rupture. The device has been explanted.